Manufacturer narrative:
A third party service representative recommended the control board be replacement. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A 3rd party service representative performed a checkout of the equipment and discovered the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.